Event description:
The ge oec 9800 fluoroscopy system had a poor cine image during a procedure. System reboot did not restore function and error message of "cine disk not available" was displayed.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced a failing cine backplane and cine bridge to restore proper function. The system was tested, found to be operating as intended and released to the customer for use. No patient injury or harm was reported as a result of the noted malfunction.